Event description:
Information was received reporting that a patient was experiencing an increase in seizures. The patient's generator was reported to be at 5-11% battery life and the patient was referred for generator replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.